Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was observed on both lead electrograms. The patient was evaluated and the noise was not able to be reproduced with isometrics nor pocket manipulation. The leads remain in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.